Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging boluses were unable to be performed on the pump and there were no visible drops seen at the end of tubing. The pump reportedly was able to be primed and visible drops were observed at the end of the tubing. Boluses reportedly were calculating but the pump was not delivering insulin. A total of (B)(4) units of insulin reportedly was observed. There was no indication that the product caused or contributed to an adverse event. The reported issue was not resolved with troubleshooting. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the issue with the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging boluses were unable to be performed on the pump. The patient reportedly experienced elevated blood glucose (bg) of 30mmol/l with headache, symptoms of dehydration, and confusion. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The pump reportedly was able to be primed, visible drops were observed at the end of the tubing and boluses reportedly were calculating; however, the pump was not delivering insulin. A total of 3 units of insulin reportedly was observed at the end of the tubing. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct; no delivery defects were found during troubleshooting. Troubleshooting adequately determined that the alleged bg excursion may have been a diabetes management issue. Cts reportedly referred the patient to their healthcare provider for assistance with diabetes management. This complaint is being reported because the patient experienced an adverse event allegedly due to an inaccurate delivery issue with pump. The pump has been requested to be returned.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: a review of the black box revealed an unexplained power on reset on (B)(6) 2016 11:27; deliveries never resumed. The bolus history revealed evidence of boluses being delivered with no issues on (B)(6) 2016. During testing, an ezprime sequence was successfully completed. A normal 10 unit (u) bolus and a 10u audio bolus were successfully performed; both accurately recorded in the pump history. The total dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test; no delivery defects were found. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or any errors, alarms or warnings occurred during investigation. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. H6 evaluation code: 3345, 890.